Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device changeout procedure, false auto mode switch episodes were noted due to noise on the right atrial (ra) lead from the past. Programming changes were made after replacing the device. The patient was stable.